Event description:
It was reported that customer experienced keypad anomaly. It was reported that "b" button and up arrow button were not responding which led to high blood glucose of 24.2 mmol/l. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No unresponsive buttons noted all of the buttons functioned properly. However, moisture damaged was noted on the keypad traces. The device had battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube, and missing end cap sticker.